Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect devices were returned for evaluation. The devices were leak tested by submerging the device in water and pushing air into lumen at 45 psi. Both devices were left at 45 psi for 30 seconds and neither exhibited any leaks. A review of the various manufacturing processes did not reveal any risk of damage to the devices. A review of all the inspection documents also revealed that all inspected devices (aql 1.0) were found to be within specification. The devices are also 100% leak tested during manufacturing, which can detect such failures that would cause assembly detachment or malfunction. A DHR review could not be performed as the lot number for the devices was not reported. The complaint could not be confirmed and root cause not determined.

Event description:
The customer reports air bled into arterial line during dialysis. No additional details were provided.